Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. Reportedly, the pump had lost power and moisture/corrosion was observed in the pump. It was reported that the battery compartment was cracked and the cap was unable to secure properly on to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the insulin pump has been returned and evaluated by product analysis on 08/19/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data did not find unexplained power on reboot events. The battery compartment was found to have cracked from the threads to the case seal with no evidence of moisture intrusion in the battery compartment. The returned battery cap was unable to fully secure onto the pump, but was able to maintain electrical contacts to allow the pump to power on. The pump powered up to the verify screen with auditory and vibratory features. A leak test showed a leak where the battery compartment crack was located. Pump casing was opened and evidence of moisture intrusion was found on the keypad wire and the ee prom memory unit. Due to the internal moisture contamination, the investigation was unable to perform the remaining testing. Unrelated to the reported power issue, the display was dim and discolored.